Event description:
During the device check, before the patient use, the autopulse platform ((B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The lifeband was reset and then replaced in an attempt to resolve the issue, but the problem persisted. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn 35716) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of single point load cell module 2, likely attributed to failed component(s), or mishandling, such as a drop. A review of the archive data showed several ua07 messages around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters. The load cell needs to be replaced to remedy the complaint. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).